Event description:
It was reported that during a da vinci-assisted anterior resection surgical procedure, the surgeon noticed the permanent cautery spatula instrument movement was out of control. The site removed the permanent cautery spatula instrument and found a broken wire. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 20-oct-2021, intuitive surgical, inc. (Isi) obtained the following additional information: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was performing a rectal dissection at the time of the event. The instrument did not collide with any other instrument or tool during the procedure. It was confirmed no fragments fell inside the patient. There was no patient harm, injury or adverse outcome. No additional patient-related information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure and related to device design. Failure analysis found the secondary failure of the mechanical indentations on the proximal clevis of the instrument to be related to the customer reported complaint. The instrument was found to have indentations on the proximal clevis. The damage was located in the same area of the broken pitch cable. The root cause of this failure is typically due to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have indentations on the edge of the distal idler pulleys. The root cause of the ¿mechanical indentations/burrs instrument distal pulleys¿ is typically due to mishandling/misuse, such as instrument collisions or impact from an external object. The instrument housing was removed for inspection, and the chassis magnet was found to have corrosion. The chassis magnet exhibited orange discoloration. The root cause of this failure is typically due to mishandling/misuse. Images of the permanent cautery spatula instrument related to this event were received. A review of the submitted images was performed, and it was confirmed that one of the silver cables was loose/broken. A review of the logs showed the permanent cautery spatula instrument (part# 420184-14 / lot# n10201130-239) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The permanent cautery spatula instrument has 10 allotted uses and had 5 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the permanent cautery spatula instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.